Manufacturer narrative:
The electronic log file was available for investigation. The case in question could be reconstructed by means of the information stored therein. During the case deviations between inspiratory and expiratory flow were detected, indicating a significant leakage in the patient circuit, leading to a fresh gas deficit in consequence. The log entries do not indicate a device failure. The device detected the leak and reacted as specified for such situation as it posted several alarms (e.g. Fresh gas low or leakage, apnea, minute volume low).

Event description:
It was reported that a vent fail occurred. No patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a vent fail occurred. No patient injury reported.